Event description:
The customer reported that the system was not fully booting up.

Manufacturer narrative:
The ge svc rep exchanged the sbc and loaded the software and adjust imaging settings. The system is operating as intended.